Manufacturer narrative:
(B)(4). The explanted intraocular lens was returned to our quality assurance laboratory. A visual inspection of the returned lens showed the lens had one (1) distorted haptic, the optic was torn, and appeared to have evidence of viscoelastic. Placeholder.

Event description:
It was reported that the lens would not set properly. The doctor elected to explant the lens in the same procedure. Some difficulty was experienced with the removal and the incision was extended. The lens was removed.